Manufacturer narrative:
4316 - the apb and mgps have not been returned to isi for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted if additional information is received or the part is returned. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, error 25580 occurred twice and could not be resolved with a power cycle. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform a hard power cycle, however, the patient side cart (psc) would not power on again. The tse advised the customer to use the instrument release kit to remove an instrument installed on patient side manipulator. At that time, the surgeon made the decision to convert to traditional laparoscopic techniques to complete the procedure. No patient harm was reported. A field service engineer was dispatched to the facility and was able to reproduce the reported issue and verified error 817 in the log files. The auxiliary power board (apb) and redundant medical grade power supply (mgps) were replaced to resolve the issue. The apb controls the battery system in the psc. It contains the battery charger and the battery backup control which switches main system power when ac power fails.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluations. The power supply was returned for failure analysis and the reported failure was replicated/confirmed. The power supply was installed into a test system and powered up in normal mode with no errors; however, it powered down the patient side cart with a time-out. The power supply intermittently lost power. The power board was also returned for failure analysis but the reported failure could not be replicated. The board was installed into a test system and ran for 10 minutes sine cycles, 10 power cycles, and sat idle for 1 hour with no trouble was found.